Event description:
It was reported that there was a warning 1 low fluid pressure in services in an arctic sun device. Checked connections. Warning 2, envious water flow to pads. Checked outputs, connections and pads. Per review of wo on 07feb2025, there was no patient involvement. Per follow up information received via mail on 07feb2025, device would be repaired in the hospital by medtech. Per sample evaluation results received via task on 01jul2025, it was reported that there was a failed mixing pump.

Manufacturer narrative:
Facility full name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is no longer sold. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Failed mixing pump. Device will be scrapped. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Facility full name: (B)(6). Corrections: d, f, h. The reported product number is no longer sold. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a warning 1 low fluid pressure in services in an arctic sun device. Checked connections. Warning 2, envious water flow to pads. Checked outputs, connections and pads. Per review of wo on 07feb2025, there was no patient involvement. Per follow up information received via mail on 07feb2025, device would be repaired in the hospital by medtech. Per sample evaluation results received via task on 01jul2025, it was reported that there was a failed mixing pump.